Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the craniotome device had an undetermined allegation. During service and repair, it was observed that the device overheated and had cosmetic damage. It was further reported that the device failed pre test for visual assessment and temperature. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there was no delay to a surgical procedure and that a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.